Event description:
I have had several medtronic defibrillators implanted since 1993 and have had two significant failures. First in 1995 a wire from the unit to the heart broke rendering the unit inoperable. This malfunction was only found during periodic checks. Thankfully I did not have a heart problem that needed the unit. The unit was replaced along with the wire. In 2001 I had the unit replaced as the batteries were low. On september 13 of this year, I rec'd a shock treatment with no warning, I felt fine. In sept I rec'd two more major shocks in rapid order, again felt fine. After a night in the hosp it was concluded that something was wrong and the unit was turned off. I now face another implant. This is serious problem, these shocks nearly knock one off their feet with no warning. Medtronic says its just an expected failure at the end of equipment life, like your chevy is out of warranty. To me this unacceptable, there must be some way of warning of a failure short of a shock. I am told that shocks at the wrong time can cause serious problems.